Manufacturer narrative:
The device history record was reviewed for stock code 22703-4 with lot number 411988. Additionally, component production records were reviewed and the product met manufacturing specifications and was accepted in the qa inspections. We were unable to evaluate the device as it was not returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from (B)(6), stating, "during an aspiration procedure, the catheter of the trach care has disconnected on the join with the valve. The valve was triggered to retract the catheter that did not return, remaining in the tracheal tube. The trach care had to be immediately removed by the nurse who performed the procedure, it was made to not cause a respiratory arrest due to an obstruction in the tube." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).